Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "it was a blincyto infusion that always has over fill to prevent it from running dry. However, this infusion administered all that was programmed and the overfill. The patient came in with a completely dry bag. The pump did not alarm. The pump was connected to a patient when the error/event occurred. The continuous infusion rate was 0.6, with a total reservoir volume of 110. The air detector was off, and the upstream sensor was on. The length of infusion was 7 days, with a lock level of 2. A cstd was used to fill the cassette, but the manufacturer is unknown. The pump was used to prime the extension tubing. The event occurred while in use with a patient at the patient's home". There was patient involvement and no harm from this event.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-03781 for details pertinent to this event.